Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, g3, g6, h2, h6, h11. No product was returned; functional and/or dimensional evaluations could not be performed. Visual evaluation of the provided pictures found one of the batteries was damaged and leaking electrolyte, and the battery cable was damaged/pinched (no exposed metal wiring). Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.

Event description:
It was reported that during surgery the handle got hot and the rinse aid did not get into the washer. There was a whining sound heard from the handle. There was a battery leaking and the cable is broken. An alternate device was utilized to complete the procedure. There was no note of patient impact or delay. Due diligence is complete and there is no additional information available. There was no adverse event associated with the malfunction.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. E1 telephone number:(B)(6). G2 country: finland.